Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a possible fracture as high/undefined pacing impedance and noise was observed. Reprogramming was performed to turn the lead off. The right ventricular (rv) lead was noted to have diminished r-waves. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.